Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that lead and associated device displayed shock impedance measurements of greater than 200 ohms one day post implant. The patient was seen for a revision procedure where it was determined that one of the terminal pins had not been fully inserted. The terminal pin was re-seated with resolution of the clinical observation. There were no additional adverse patient effects. The system remains in service.